Manufacturer narrative:
Expiration date unknown as lot is unknown. (B) (4). As no product was returned to assist in this investigation, it is not feasible to determine with certainty why the customer experienced difficulty with this device. However, per quality control specification, this device is inspected 100%, confirming the integrity of this device, prior to further processing. In addition, an instructions for use (IFU) is provided, in which it is stated: do not attempt to heat or reshape the catheter curve; the catheter tip is made from a heat-sensitive material. The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." We can advise that a review of records revealed no changes to material or construction of the complaint device. We are continuing to monitor reports of similar complaints.

Event description:
The physician reported that dissections have been experienced in the last three cases, which is believed to be due to the stiffness of the tip of the catheter. The physician is questioning if there have been any to the material of the device. No additional information or patient outcome has been provided at this time.